Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultralink meter read inaccurately high compared to another device. The medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2012 and obtained the following information. The patient tests his blood glucose 2-3x daily. The patient manages his diabetes with novolog insulin and lantus insulin. The alleged issue began on (B)(6) 2012 at 2pm. The patient reportedly obtained a blood glucose result of 'about 300 mg/dl' with the subject meter. The reporter alleged this was a typical result for the patient for that time of day. The patient was administered his usual dose of insulin. About 730pm, the reporter claims the patient was experiencing symptoms of sweating, drooling and was incoherent. Emergency medical services (ems) was contacted. It was reported the patient obtained a blood glucose results of '110 mg/dl' with the subject meter and '35 mg/dl' with the ems meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Ems administered the patient dextrose as treatment and felt better shortly after. At the time of troubleshooting, the customer care advocate (cca) noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca educated the reporter on correctly coding the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.